Manufacturer narrative:
Results of investigation: no customer return received. In-house file reaction discs met acceptance criteria when tested with in-house panels. Without the returned reaction discs and sample, it cannot be determine if the complaint is product or dample related. Eval complete-final report.

Event description:
Approx three weeks ago the account experienced discrepant results when a pt experienced positive home pregnancy test results yet negative with the system. The pt came in for testing on friday and the first morning urine gave a negative result. The pt then ran to home pregnancy tests over the weekend and both were positive. The pt came back on monday morning and the account retested the first morning urine. The result was negative at end of assay development but after ten minutes gave a weak positive reaction. The account is unsure if the pt had missed menses and did not have any further info on the pt. No quantitative results available.